Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that the patient faced an event where patient found a small cut in the tube (B)(6) 2025. Infusion set was used for 1 day. Blood glucose level was high at the time of the event. Therefore, patient took manual injection for the treatment.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6002446, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6002446 was manufactured according to the work instruction (wi) version 77 and manufactured in the line m08 on 25-jul-2023, with a total of (B)(4) units. The sub-assembly: assembly of the lot 3g03300 was manufactured according to the wi version 26 assembled in the quickset line, on 25-jul-2023, with a total of (B)(4) units. The sub-assembly: assembly of the lot 3g03301 was manufactured according to the wi version 26 assembled in the quickset line, on 25-jul-2023, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 3g02997 was manufactured according to the wi version 38 and manufactured in the line 05, on 25-jul-2023, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 3g02996 was manufactured according to the wi version 38 and manufactured in the line 08, on 25-jul-2023, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 3g04546 was manufactured according to the wi version 38 and manufactured in the line 08, on 25-jul-2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.